Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a lead extraction and implant procedure. Upon interrogation after the procedure, it was noted that the right ventricular - rv lead exhibited loss of capture. The patient was experiencing bradycardia, ventricular tachycardia, and ventricular fibrillation. A computerized tomography scan, fluoroscopy and ultrasound were performed and the patient was found to have a perforation due to the rv lead. The rv lead was repositioned and the patient was in stable condition afterwards.